Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the asymptomatic patient presented in clinic for routine follow up. Upon interrogation, noise was observed on the right atrial lead. Programming changes were made to address the noise. The patient was in stable condition.